Event description:
The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on (B)(6) 2024.

Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.